Event description:
It was reported that the patient presented to the emergency room experiencing inappropriate therapy multiple times. Upon review, the right ventricle lead was double counting the p and r waves. Chest x-ray confirmed lead dislodgement. The right ventricle lead was explanted and replaced. Patient was stable.